Manufacturer narrative:
Potential lot numbers - 37x096, 37x170, 36x1304. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that after removing a deltec® gripper plus® safety huber needle and snapping in the safety device, the needle broke from the plastic/foam plate after about 30 seconds. The port needle was no longer secured. No injury to patient or clinician was reported.